Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (haemorrhage). (B)(4).

Event description:
During index procedure the patient had one resolute integrity drug eluting stent implanted in the lad. It is reported that approximately ten days later the patient suffered rectal bleeding. The patient was treated with medication. Investigator has assessed that the event was remotely related to the study device. It is reported that the patient recovered with treatment.